Event description:
A hospital staff member reported an issue on the planning station prior to a cranial surgery as the left/right orientation of the images were flipped. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No files or parts have been returned to the manufacturer.